Event description:
The voluntary medwatch report stated that the low-voltage lead exhibited an operational issue, requiring three delivery attempts during implantation. The lead was successfully implanted, and there were no patient consequences.